Event description:
Consumer complaint of low blood results. Customer called about running a blood test at home and getting 61mg/dl. He then went to the doctor's office and the doctor got a result of 92/mg/dl which is a result that is expected by him. The customer refused to run a blood test. I reviewed the last 5 blood results in the meter memory: 91mg/dl- 11/13 - 2:31p; 101mg/dl- 11/12 - 21:58p; 61mg/dl- 11/11 - 12:06p; 48/dl- 11/10 - 9:32p; 56mg/dl- 11/09 - 12:16p. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood results. Customer called about running a blood test at home and getting 61mg/dl. He then went to the doctor's office and the doctor got a result of 92mg/dl which is a result that is expected by him. The customer refused to run a blood test. I reviewed the last 5 blood results in the meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/14/2014).